Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: as received, leaflets 1 and 3 exhibited characteristic markings which indicate suture was looped around commissure 1. Suture track and permanent indentations were present on the free margins of leaflets 1 and 3 at commissure 1. These indentations were most likely left by the suture that were tied tightly down and against commissure 1, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Additional manufacturer narrative: device evaluation indicates that a suture was looped around one of the commissures of the bioprosthesis, which is the likely cause of the surgeon's report of "leaflets not closing properly." Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency related to this event.

Event description:
It was reported via a sales that a 7300tfx 29mm mitral valve was explanted at implant due to the leaflets not closing properly which was observed via an intra-op echo. Another edwards mitral device (same model/size) was used in its place. No additional information such as operative report and intraoperative echo was provided, despite multiple attempts with the healthcare provider.

Manufacturer narrative:
Additional manufacturer narrative: attempts with the healthcare provider are ongoing to obtain additional information such as the operative report, intraoperative echo, and additional details about the event. Moreover, it is imperative that the explanted device is returned for evaluation in order to determine a conclusive root cause for this event. Device return is expected, however, it has not yet been received. Additional information, manufacturing review, and edwards conclusions will be reported once available.